Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of a knee. Patient fell on his bike and damaged his medial collateral ligament which caused instability. Surgeon revised a sz 6 cr femur, sz 6 tibia, sz 6 cs insert, the patella was not revised. No further information will be available.